Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, log analysis shows occlusion alarm along with persist plv alarm 196. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator was having persistent occlusion alarm. Furthermore, there was no information for patient harm associated with the event.

Manufacturer narrative:
Device evaluation update. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Plv alarms are visible on the logs together with occlusion alarms. With the available data's from the logs, the issue appeared with adult patients. The set tidal volume was not achievable with the maximum allowed airway pressure (ppeak upper alarm limit -5mbar), therefore the plv (pressure limited ventilation) lung protection safety feature has kicked-in as designed and the machine has alarmed accordingly alarm 105 - "volume low (plv pressure-limited)".